Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that her right front caster fork appears to either be cracking on the inside or a piece (bearing, etc.) Has snapped. The caster fork is no longer stable and feels like it is cracking.